Event description:
It was reported that the atrial lead exhibited noise and unacceptable thresholds. A chest x-ray did not show any dislodgement. The lead was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 8.8 cm to 9.0 cm from the end of the connector. The abrasions are consistent to constant friction with another implantable device.